Event description:
The pt contacted lifescan (lfs) and alleged that their meter would not power on. Medical affairs spoke to the pt and obtained/verified the following info. The pt was unable to test on their meter for approximately one month. They visited their physician or the fire department to check their blood glucose levels during that time. The pt was taking their insulin, exercising, and watching their diet. They reported that at one time they had an infection on their forehead and it caused their face to swell. They also reported feeling lathargic, sleepy, tired, and "their heart was having trouble". They went to the hosp and their blood glucose was 460 and 520 mg/dl. The pt was treated to bring their blood glucose down and they have a heart condition, which was being monitored. The pt stated they just had a death in the family; therefore the info obtained was limited. The pt also had another lfs meter, which has been documented and an MDR sent on another case. A replacement meter has been sent.